Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2012, the patient experienced a blood glucose (bg) over 1300 mg/dl with symptoms of dehydration, chest pain and large ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump, was hospitalized with diabetic ketoacidosis and treated with insulin via injection, IV fluids and other unspecified treatment. This complaint is being reported because the patient allegedly experienced a serious bg excursion because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed an unconfirmed replace cartridge alarm on (B)(6) 2012 at 09:35, followed by pump reboot on (B)(6) 2012 at 09:40; deliveries never resumed. There were multiple manually pump suspensions observed. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during testing. Unrelated to the original complaint, the display screen had a pinkish contrast. Also unrelated, the pump had no vibration. The pump¿s cover was removed and the vibrate motor pins were not making a connections with the printed circuit board. The pins were adjusted and the vibration returned.